Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient that had a previous t10-ilium posterior spine fusion from (B)(6) 2013 with uss dual opening required a revision surgery. On (B)(6) 2014 the surgeon performed a posterior spine revision due to patient complaint of bilateral leg pain, an l5-s1 non-union and delayed healing. The surgeon removed all the uss dual opening hardware from the previous surgery, it was noted there were no issues with the hardware, it is thought all the screws were at least a little bit loose and the l5 and s1 screws were very loose.. The surgeon replaced all the screws with regular uss titanium from 1mm to 2mm diameter larger, placed new rods and connected them, then placed new iliac screws and connected them. The procedure was successfully completed. This report is for 2 of 4 collars associated with the nonunion of l5-s1. This is report 4 of 12 for (B)(4).